Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins) and that it was not working and that it was turning itself off all by itself. They had contacted their healthcare professional (hcp) for assistance with therapy but was directed to call the manufacturer. It was noted that the trial worked ¿so great¿ for the patient but now did not have control of their symptoms. The patient stated that they felt the stimulation for a short while when they increased it with the programmer but then the sensation goes away. The patient was on program 2 and was able to change to program 3 and was going to try those settings. They also stated that they only felt the stimulation with programmer was on their body. In addition, it was reported the training on the programmer was ineffective because the patient was still under the effects of anesthesia though the manufacturer¿s representative spent 20 minutes going over the remote instructions with them. The patient met with the representative on (B)(6) 2015 where the device system was interrogated and they were put on program 3 (started on program 2 after implant) but then went back to program 2. It was reviewed with the patient to push the ¿little¿ power button by the yellow light bulb to turn off the programmer unit in addition to a review of all of the buttons on the unit. On (B)(6) 2015 the patient increased the stimulation at about 3:30-4:00 pm where it was felt as strong but comfortable. At 8:00 pm they were on a treadmill and felt the stimulation ¿very¿ strongly. Later that night they were incontinent (like before implant), they did not feel the stimulation (unsure if it was on) and had no control of their symptoms that night and or the next day. Using the programmer unit, the patient was able to verify that the lightning bolt was showing in the upper left hand corner of the screen but they did not feel the stimulation nor was the device controlling their symptoms. The patient had a follow up appointment in a month. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0sj7r, implanted: (B)(6) 2015, product type lead. (B)(4).